Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer declined to troubleshoot for high readings. Troubleshoot was performed for compromised force sensor system and the customer stated that when she was trying to put more insulin in pump, she got an error message on pump as compromised force sensor system. The customer stated that she was treated with manual injection. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected alarm error test, off no power test, prime/a33 test, occlusion test and no delivery test due to compromised forced sensor alarm. Pump had cracked battery tube threads, broken reservoir tube lip and minor scratched display window.